Event description:
It was reported that during a procedure of the de novo, proximal left anterior descending (lad) artery the 3.5 x 18 mm xience xpedition stent delivery system (sds) was successfully deployed, but the balloon failed to deflate. Several attempts were made to achieve deflation, but failed. After 2 minutes, the balloon finally fully deflated and the device was removed without issue. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the device delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon inflated and deflated with no anomalies noted; therefore, the reported deflation difficulties were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for deflation issues from this lot. Based on the reviewed information, no product deficiency was identified.